Event description:
The physician used the cassi ii rotational core biopsy system for a ultrasound guided breast core biopsy on a mass which he felt was not benign. The doctor was not convinced he got good cores. The pathology report came back with a diagnosis of fibrocystic disease. Due to the discomfort imaging and pathology, the patient required an additional excisional biopsy. The excisional biopsy came back with a diagnosis of carcinoma. The physician felt the dense breast tissue and dense lesion made it hard to get a good sample

Manufacturer narrative:
Device was discarded and evaluation was not possible.